Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer replaced the graphic user interface (gui) printed circuit board (pcb). Field service engineer (fse) to download the software onto the device. Covidien was not authorized to service the ventilator.

Event description:
The customer reported that, during patient use, the 840 ventilator's graphic user interface went inoperable. The patient was transferred to another ventilator. There was no harm to the patient as a result of the event.